Event description:
It was reported that a patient had been implanted with patella, tibia and femoral components in (B)(6) 2009. During the patient's 5-year follow-up, a review of their radiographs indicated that the patella component had been fractured. Additionally, a review of the 2-year follow up radiographs (50/23/2011) also showed the fracture for the patella, but it was not noted/reported at that time. There is no known injury and the patient is asymptomatic. Furthermore, no intervention is planned at this time.

Manufacturer narrative:
Investigation is in progress.